Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon had to remove the wrist spanning plate, ar-8916spn, because the screws were not locked into the distal holes. No further information, additional information requested. Additional information provided 12/18/19: case date of implantation: 7/11/2019, case date of explantation: not yet determined. The following screws were also explanted during the revision: ar-8724-10 lot: 1058931, ar-8724v-10 lot: w654331, ar-8724v-16 lot: w630941, ar-8935-12 lot: 10220124, ar-8935l-12 lot: 10248943, ar-8935l-12 lot: 10257929. (Date of explanting procedure unknown. (B)(6) 2019 date of report to arthrex has been entered as date of event/explant.)